Event description:
Hcp reported the pump connector piece was split. There was a cerebrospinal fluid leak into the pocket. The catheter was explanted and returned to the MFR. A f/u report will be sent when additional info is rec'd.